Event description:
It was reported that the asymptomatic patient presented via a remote transmission showing non-sustained lead noise due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes and induction test were recommended.

Manufacturer narrative:
(B)(4).